Event description:
It was reported that when the patient presented in the emergency room after receiving an alert, the device was found to be in backup vvi mode. A device download performed successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.